Event description:
The customer reported that the system would not transfer the pt scans adequately, approx 8 slices would transfer and then the system would lock up, requiring the system to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. Technical support was provided to the customer to perform a system file check, reboot the system, and then allow the system to recreate the pt database. No additional svc info is available at this time.